Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer field service engineer reported that while evaluating the system for a separate issue, the cine hard disk drive was found to be non-functional resulting in a loss of cine functionality. No patient serious injury or death was reported related to this event.